Event description:
The customer reported to olympus, the colonovideoscope experienced air/water flow issues. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, foreign debris was found protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light cover glasses adhesive was worn, optical cover glasses adhesive was worn, distal end cap was worn, bending section over was stretched, bending section cover was leaking, upward/downward and right/left angulation was not up to specification, and the up/down angle play was evident. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the distal end. Leakage occurred from the distal end. Although it was confirmed that foreign material adhered/clogged in nozzle, the material could not be identified. The suggested event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). The IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted if additional information becomes available.